Event description:
Rptr calling due to info on news report regarding trocar. 4 yrs ago had surgery with trocar and laser for removal of adhesions. Procedure didn't work so had to open up - had nicked aorta. They had to call heart surgeon out of another operating room to repair aorta with 3 stitches in front and 3 stitches in back. Woke up in ccu with swan ganz and on ventilator. Received 9 units of blood, in ccu 4-5 days, stepdown unit 1 day, discharged 6th or 7th day. Haven't felt good since.